Event description:
It was reported that the device lost power when user's had it connected to a pt and were attaching the 12 lead. Thereafter, it was reported that the device would not operate on battery or with an ac power adapter. There was no report of pt adverse effect due to device use.

Manufacturer narrative:
(B) (4). The reporter declined physio-control's repair offer and informed that device will be repaired by using used parts from other devices. Follow-up with the reporter confirmed that the third party biomed replaced the power supply from a retired device and observed proper operation. The device has been repaired and returned to customer for use. Physio-control did not receive the device for eval/repair. Therefore, the cause of the reported failure could not be determined.